Manufacturer narrative:
Continued postal code e1: (B)(6). Continued phone number e1: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient's relative reported left side "pain and hardening of the breast for some time, due to capsular contracture, baker grade IV and via MRI reported "lobulated contours, with radial folds." Later, healthcare professional reported capsular contracture, baker grade IV. Device remains implanted.